Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient reported that their mdt rep told them to call pats and request for a new controller battery. Patient stated that their ins battery had been depleting faster than usual, and they noticed this since first of (B)(6) 2025. Patient stated that their ins battery was at 70% last night but now it was completely empty. Patient stated that their intensity was not that high, so they were not sure why it depleted too fast. Agent walked patient through checking that their external devices were working as intended. Patient also noted that it would take too long for the controller to locate the device. Patient did a power reset on the controller using the ac power supply. Patient confirmed the controller powered on and the controller battery was at 90% while the ins battery was empty. Patient also confirmed seeing no damages on the controller, recharger, and battery pack. Patient connected the recharger, and it was stuck at the checking recharger screen. Patient unplugged and plugged the recharger back in and was able to start charging their ins with excellent quality. Patient noted that the recharger antenna would feel warm but not uncomfortable. Agent reviewed. Agent will call back in 30 minutes to check on the charging session. Agent called back and patient stated that the controller battery was at 60% and the ins at 50% still charging with excellent quality. Agent reviewed charging frequency and reviewed that external devices seem to be working as intended. Agent redirected patient to hcp regarding the battery depleting faster than anticipated. Patient stated they had an appointment with their doctor on (B)(6) 2025.